Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6725, adaptor, implanted: (B)(6) 2014; 5867-3m, adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) pocket was revised due to a hematoma that had for med within the pocket. The physician did not suspect the pocket to be infected at the time so the device was left in service. Information obtained during follow-up with the physician that handled the case indicated that an infection was discovered at a later date and that the system was explanted at another hospital. No further patient complications have been reported as a result of this event.